Event description:
The customer alleged they received a questionable total bilirubin special (tbil) result on their c701 analyzer. The field service representative (fsr) stated the customer received questionable results due to ultrasonic mixer errors. The patient's initial tbil result was 0.98 mg/dl and it was reported outside the laboratory. The sample was repeated on a cobas c501 analyzer, serial number (B)(4), and the result was 1.4 mg/dl. The repeat result was considered correct and issued as a corrected report. Typically, the hospital would not admit a patient based on these results, however it was unknown if the patient was adversely affected. The tbil reagent used on the c701 analyzer was (B)(4) and the expiration date was 08/31/2013. The tbil reagent used on the c501 analyzer was (B)(4) and the expiration date provided was 11/2013. The fsr determined the ultrasonic mixer was defective. He replaced the ultrasonic mixer. The customer performed calibration and quality control with passing results. The system was performing to specification.

Manufacturer narrative:
Based on the data provided, it was determined the ultra-sonic mixer did not cause this event. A root cause could not be determined with information provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.